Manufacturer narrative:
(B)(4). Customer complained about the unit having a crack on the belt clip rails on event date of (B)(6) 2021. Tested with a test p-cap and the test p-cap did not lock in place properly due to missing retainer. Unable to perform displacement test due to missing retainer. Unit received with cracked reservoir tube lip, missing reservoir tube o-ring, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, missing serial number label, missing end cap address label and scratched case. Nit was not confirmed for crack on the belt clip rails, however, partially broken belt clip rails was confirmed. Unit was confirmed for missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had rails was damaged. No harm requiring medical intervention was reported. The customer will discontinue the use of device